Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter does not turn on, when the power button is pushed. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on the morning of (B)(6) 2019. He reported that he manages his diabetes using oral medication (metformin 500 mg 1 per day) and insulin ¿2 shots per day 15 units per day. The patient confirmed that he made no changes to his normal diabetes management regimen. The patient alleges that around 3pm he developed symptoms of ¿dizzy and feeling sleepy¿. He confirmed he did not require or receive any treatment for the alleged symptom. During troubleshooting, the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. The csr noted based on the information provided the batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.